Event description:
The customer reported the device keeps getting a power interrupted message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device keeps getting a power interrupted message. There was no reported pt involvement. The device was evaluated by a philips field service engineer and confirmed. The field service engineer checked the pins on the battery pca board closely. It was verified that both dock a and b have problem. The problem was traced to a faulty battery pca. The field service engineer replaced the power pca to resolve the problem. All performance assurance tests passed and the device was put back into service. This is a malfunction of the power pca that caused the device to get a power interrupted error. No further investigation or action is warranted.